Event description:
Boston scientific received info that this right ventricular (rv) lead displayed increased threshold measurements. It was suspected that the lead may have moved. A revision procedure was performed and multiple repositioning attempts resulted in lead dislodgements. The lead was ultimately explanted. No adverse pt effects were reported during the procedure.